Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i had foreign matter on 2 occasions. The following information was provided by the initial reporter: 1 unit it was observed that the needle that goes to one of catheter's end was coming out of it. 2 units were observed with black dots of foreign matter in catheters' inner.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i had foreign matter on 2 occasions. The following information was provided by the initial reporter: 1 unit it was observed that the needle that goes to one of catheter's end was coming out of it. 2 units were observed with black dots of foreign matter in catheters' inner.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-24. H6: investigation summary: our quality engineer inspected the two photos and sample that were submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. The sample was analyzed for foreign matter, but none were found by our quality engineer. Bd was not able to determine the root cause of the failure since no foreign matter was found in the sample at the time of analysis. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The personnel involved in the manufacturing process were made aware of the reported failure to prevent possible occurrences. There are currently controls in place during our manufacturing process to help prevent this failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.